Event description:
It was reported via repair work order that the brake cam was worn, causing the brakes not to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.